Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the dcs. The device was received with the capsule mostly closed and the end cap/screw gear snap fit connected. The handle and tip-retrieval mechanism appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Delamination marks were observed along the length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the investigation remains ongoing. Following completion of the investigation, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via left femoral access, at 80% deployment, it was determined that the valve was too deep and needed to be recaptured. Once the valve was recaptured and repositioned, a second valve deployment was attempted, but the valve was unable to be un-sheathed. It was reported that the recapture of the valve was slower than that of the physician¿s hands, no longer functioning at a 1:1 movement. During the fourth deployment attempt, once the valve was nearly completely recaptured, the delivery catheter system (dcs) seemed to have stopped functioning altogether, the deployment knob would turn, but would not recapture or open; it just stopped moving. At this point, the nose cone could not be re-captured as the dcs would not function. The valve and dcs were withdrawn from the patient without issue. A second valve, dcs, and loading system were used for a successful implant. Loading was performed by experienced hospital personnel under the supervision of a medtronic representative and was confirmed using visual and fluoroscopic check. It was noted that the patient had highly calcified native leaflets which made deployment a challenge; a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was suggested that the dcs malfunction may have been a result of attempting to recapture the valve after the valve was past the point of recapture. It was reported that the valve was stuck in the dcs and could not be removed. During examination and manipulation of the dcs, outside of the body, the handle separated. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that the valve was recaptured three times due to positioning difficulties. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique, and the cause in this case could not be determined with the available evidence. Positioning difficulties do not typically indicate a device manufacturing issue. It was then reported that during the fourth deployment attempt, the deployment knob would turn. The valve and dcs were withdrawn from the patient without issue. The enveopro dcs instructions for use gives the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." No fluoro images were available for review. The device was returned to medtronic for analysis. The valve was received loaded in the capsule of the dcs. The device was received with the capsule mostly closed. Delamination marks were observed along the length of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of fluoro load check or procedural images, the source of these voids cannot be determined. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. This would explain the lack of 1:1 response from the handle to the capsule and the subsequent inability to transmit force from the handle to the capsule. The reported lack of 1:1 response from the handle to the capsule is indicative of increased friction force between the capsule inner diameter and the valve. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoro load check images were available for review. It was noted that the patient had highly calcified native leaflets which made deployment a challenge. It was reported that the dcs malfunction may have been a result of attempting to recapture the valve after the valve was past the point of recapture. As per the evolut system instructions for use; ¿the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment.¿ a new valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, however the root cause cannot be conclusively determined. It was also reported that during examination and manipulation of the dcs, outside of the body, the handle separated. The handle of the returned device was not separated. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. If information is provided in the future, a supplemental report will be issued.